Event description:
It was reported that a male patient (over 80 years-old) underwent a left idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis, prolonged hospitalization and surgical intervention. It was reported that during a left idvt procedure, a pericardial effusion was noticed. The bwi representative reported that after mapping and ablating in the left ventricle, the physician used intracardiac echo (ice) to verify the catheter location, and the pericardial effusion was discovered while manipulating the ice catheter. There were no visible signs on the patient prior to discovering the pericardial effusion. The medical intervention provided was a pericardiocentesis and 1100 cc¿s of fluid was removed. It was noted that the patient¿s blood pressure may have dropped slightly during the pericardiocentesis, but not a significant amount. It was also reported that the patient was being taken in for a surgical procedure, but the caller was unsure what type of procedure was being performed. The patient was reported to be in stable condition when the bwi representative left the room. The physician was unsure of how the injury occurred. The ablation was aborted when the pericardial effusion was discovered. There may have been a few more burns that the physician could have done, but the bwi representative believed that they had done enough ablation for the procedure to be completed. The catheter is available for return. The lot number of the catheter is unknown due to the packaging being discarded. Additional information was received. The physician is unsure of the cause of the adverse event. There was no bwi product malfunction. The patient was sent to the operating room (or) and open-heart surgery was performed. It was noted that no pericardial hole was discovered during the open-heart surgery. The patient outcome of the adverse event was improved. The effusion reduced and blood flow was slowed down. The patient required extended hospitalization because of the adverse event as the patient went to the or and recovery from that was involved. The generator used in the case was a smartablate system. A transseptal puncture was performed, and the doctor used a versacross. There was no evidence of a steam pop. The team went back and did not see any impedance spikes. The flow was set accurately with <30w being 17 ml/min and >30w being 30ml/min. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The visitag module parameters for stability were set at 2mm, 2sec, 25% size 2s and respiration gating was also used as a filter with tag index.

Manufacturer narrative:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 18-aug-2022. The device evaluation was completed on 19-aug-2022. It was reported that a male patient (over 80 years-old) underwent a left idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis, prolonged hospitalization and surgical intervention. It was reported that during a left idvt procedure, a pericardial effusion was noticed. The bwi representative reported that after mapping and ablating in the left ventricle, the physician used intracardiac echo (ice) to verify the catheter location, and the pericardial effusion was discovered while manipulating the ice catheter. There were no visible signs on the patient prior to discovering the pericardial effusion. The medical intervention provided was a pericardiocentesis and 1100 cc¿s of fluid was removed. It was noted that the patient¿s blood pressure may have dropped slightly during the pericardiocentesis, but not a significant amount. It was also reported that the patient was being taken in for a surgical procedure, but the caller was unsure what type of procedure was being performed. The patient was reported to be in stable condition when the bwi representative left the room. The physician was unsure of how the injury occurred. The ablation was aborted when the pericardial effusion was discovered. There may have been a few more burns that the physician could have done, but the bwi reperesentative believed that they had done enough ablation for the procedure to be completed. The catheter is available for return. The lot number of the catheter is unknown due to the packaging being discarded. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. During product analysis, the lot number was verified to be 30729587m. This was verified by electronically erasable programmable read only memory (eeprom) file. A manufacturing record evaluation (mre) was performed for lot 30729587m and no internal actions related to the complaint were found during the review. Based on the mre, the d4. Lot, d4. Expiration date, and h4. Device manufacture date have been updated. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).